Event description:
It was reported that during use tubes are underfilling with a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. The following information was provided by the initial reporter: vacuum shortage.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#(B)(4).).

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are underfilling with a bd vacutainer® sodium fluoride: 3 mg. Na 2 edta: 6 mg. The following information was provided by the initial reporter: vacuum shortage.